Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported leadscrew anomaly, dose log/report data inaccuracy. Blood glucose value at the time of event was 300 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-8060, mmt-105elpkna. Troubleshooting was performed. The issue was not resolved. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer discontinued use of the insulin pen. Mmt-105elpkna was requested and the customer response was that the device returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front shell was noted. Cartridge holder locks properly in place. Dose dial indicator fading/worn off was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: inpen passed all required testing. No anomalies were noted and all functions tested ok. Dose log/report data inaccuracy was not confirmed. Inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed. However, found the dose dial indicator is fading during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.